Manufacturer narrative:
This product is not approved for sale in us bat a similar product with catalog #828-090 and 510#k964275 is approved for sale in us. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016 (date is approx.), patient underwent posterior lumbar interbody fusion at l2-l5 due to kyphosis. Post-op both side rods fractured at l3/4 left and l4/5 right. Bone union at l2 vertebral column resection (vcr) had been achieved but not yet at fractured parts, patient underwent revision surgery on (B)(6) 2016 and rods were replaced and fixation was done until t6 due to rod breakage. No fragments of the products remained inside the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.